Event description:
It was reported that a second overdischarge was confirmed. It was reported that a por (power on reset) occurred and that the error which accompanied the por was unknown. It was stated that the por was not successfully cleared. It was stated that the patient was instructed to charge and exercise the implantable pulse generator (ipg). It was stated that the patient had left town for a job and did not take the charger. It was stated that the patient was alive with no injury. It was stated that the cause of this issue was unknown and that it was unknown whether it was resolved. Additional information received reported that the por was successfully cleared. It was reported that the patient stated he had a 3 story fall while connected to a harness, and that the fall happened prior to the por. It was reported that the patient had high impedances on a majority of electrodes. It was stated that an x-ray was taken of the lead and ipg; no obvious damage to the lead or ipg was noticed. It was stated that the patient might be referred to a neurosurgeon for consult for lead and possible ipg revision.

Manufacturer narrative:
Concomitant medical products: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).